Event description:
It was reported that a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr) with a calcified valve. When the lock line was removed from the clip delivery system (cds), the clip opened to 10 degrees. Before opening, the clip was closed to 2-3 degrees. The cds was not curved more than 90 degrees. In the physician's opinion, the clip opening was due to the device settling from the pre-existing patient anatomy (the calcified valve). Mr post procedure was 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip opening while locked appears to be due to challenging patient anatomy. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).